Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an "error 2" issue with a one touch ultra 2 meter. The pt indicated that the alleged issue started approx 15 months prior to contacting lfs on (B) (6) 2010. At an unspecified time after the alleged issue began, the pt claimed that she developed symptoms of weakness and shakiness that was occurring on and off. While the pt was speaking to the customer service rep (csr), the pt mentioned that her symptoms had stopped. The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following info: if the pt attributed the reported symptoms to low blood glucose, what actions the pt took before and after the symptoms developed, what time the alleged issue exactly started, and what time the symptoms started. The alleged issue was not resolved with troubleshooting; although, the csr noted that the pt was not using a correct technique for testing with the reported meter and products. The meter, test strips, and control solution were replaced. The lay user/pt's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.